Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the patient line of the cycler set during their pd treatment. The patient reported receiving an air detected in cassette alarm six times during drain 2 of 3 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a hole in the tubing of the patient line. The patient stated that there no issues encountered with the patient line during priming. Additionally, the patient stated that fluid did not come into contact with the cycler. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did report experiencing pain when treatment was not completed on the night of the event. Treatment was completed the following morning at the clinic by manual exchange. The patient is continuing peritoneal dialysis therapy on their cycler with no further issues. The cycler set is available for return for physical evaluation by the manufacturer.